Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent gynecological procedure on (B)(6)1998 and mesh was implanted. It was reported that the patient underwent mesh excision on (B)(6)1999 by dr. (B)(6) at (B)(6) due to erosion of mesh through the vaginal wall and recurrence of cystocele. It was reported that the patient underwent obtryx and xenform placement on (B)(6)2008 due to recurrence of rectocele and sui. No additional information was provided.